Event description:
It was reported that the device was used during a hemorrhoidectomy. The staples malformed since washer could not be broken. The case was completed using a same like device. There was no pt consequence.